Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was scheduled to have an MRI of their foot and the MRI technician indicated that the patient said their stimulator had not been working. They reported that the stimulator did not work in general once the stimulator was implanted. It was reported that the patient was scanned in (B)(6) 2018 and the MRI center had a picture that they were full body eligible. MRI guidelines were reviewed and they were redirected to the radiologist physician. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.